Event description:
International affiliate reports the pt had an implanted shunt that was successfully reprogrammed. However, the neuromonitor basic kit's sensor's icp reading continued to rise so the sensor was explanted.